Manufacturer narrative:
Physio-control is continuing to investigate the reported event.

Event description:
Physio-control engineering is investigating occurrences of devices with on/off switch failures which were found have a root cause of tin whisker growth on the flex cable assembly connector contacts. It was found that the assembly supplier was using a rohs compliant tin plated part that was not called out on the bill of materials for the assembly. There have been no reports of adverse events associated with this issue.